Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient was to be implanted with a gore® tag® thoracic endoprosthesis as part of a thoracic endovascular aortic repair. During the procedure, the physician reportedly had difficulty advancing a 24fr gore® dryseal flex introducer sheath (dsf2433/1v357358). According to the report, the patient had no notable anatomical issues (tortuosity, calcification, etc.). The diameter of the access vessel and the reason for the difficulty in advancing the sheath are unknown. The decision was made to withdraw the sheath. Upon withdrawal of the sheath, procedural imaging reportedly revealed that the patient¿s common iliac artery was ruptured. The ruptured vessel was repaired surgically, and the procedure was concluded without implantation of a gore® tag® device. On (B)(6) 2017, the patient expired. According to the report, she was unable to recover from the effects of the ruptured common iliac artery.